Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the patient was experiencing lethargy and weakness, when the patient¿s husband noticed the patient started speaking ¿gibberish¿ and was disoriented. The patient¿s spouse checked the patient bg meter reading, which was 30 mg/dl while the cgm was reading 102 mg/dl. The patient¿s spouse called 911. While waiting for ems, the patient¿s spouse gave the patient a candy bar to eat. Once ems arrived, the patient¿s bg meter reading was tested again and was still 30 mg/dl. Ems transported the patient to the hospital. At the hospital, the patient was treated with something ¿very sweet¿ (glucose) but cannot recall the name of it. The patient was also given unspecified IV fluids and other medications. The patient was discharged home 2 days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.